Event description:
Caller reported potential false positive ck-mg result with triage cardiac panel vs laboratory analyzer. An elderly male pt that was diagnosed with metastatic lung cancer was admitted to the hospital. An edta plasma specimen gave positive ck-mb result with the triage cardiac panel test vs negative results on the laboratory analyzer. The physician questioned the first triage result so the customer repeated the test with the same sample four hours later on a new device and observed positive ck-mb result. No other pt results are being questioned and the customer believes this is a possible sample-specific issue.

Manufacturer narrative:
No high bias or discrepant ck-mb results were observed with any devices tested using whole blood. Customer's observations were reproduced with all 3 reps of returned pt sample. Pt was diagnosed with metastatic lung cancer. This type of cancer has been observed to cause elevated levels of ck-mb in the body. No issues or error codes were observed with any devices tested. Based on the pt diagnosis, elevated ck-mb results can be expected as possible result on the triage cardiac panel. The triage cardiac hs panel does not claim to correlate with the cobas 6000 instrument. The cardiac hs panel may detect different isoforms of ck-mb than the cobas 6000 which can cause a discrepancy in results especially in a case such as this where the cardiac hs results can be attributed to factors not directly related to cardiac illness. No corrective action required at this time as no product deficiency was established.